Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being applied to the stomach. For the first firing, the reload fired less than half a centimeter. After which load and stapling handle are blocked. Removed the device from the cavity and changed the reload, but after this the stapling handle does not work to re-trigger. The stapler was able to fire but there was poor staple formation. The staple line was incomplete at the proximal end. There was tissue damage as a result of the problem; the anthem of the stomach is deserted a little. In order to resolve the issue and complete the case used another manual stapling handle. There was no patient injury.